Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the pump appears to hold a charge, but beeps when unplugged from the wall. If the patient turns off the pump, it will not restart unless it is plugged back in, even though it still shows a high remaining battery percentage. The device was alarming frequent occlusion alarms when there was no occlusion. This started a year ago. Pressing start again didn't make the alarm stop. The customer was hospitalized for malnutrition because of underfeeding and is extremely underweight. The customer was currently receiving total parenteral nutrition (tpn) to gain weight. The patient stated the pump not working properly was only a small factor in the whole weight loss issue.